Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Replacement charging supplies were sent to customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.